Manufacturer narrative:
(B)(4).

Event description:
It was reported that during prostate procedure at 45,000 joules, "tip began end-firing" was noted. No information was provided regarding how the procedure was completed. Patient outcome: "no injury".